Event description:
Procedure type: unk. According to the rptr: after inserting the trocar into cannula, a part of inner seal broke off. Device was not used in a procedure. No pt injury.

Manufacturer narrative:
Date initial report sent: 04/13/2009.